Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device will not be returning. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report the steerable guide catheter (sgc) leak requiring aspiration. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. The sgc was advanced to the left atrium (la), when it was noticed fluid column was lost. The sgc was placed below the heart, and aspiration was performed to remove the air and regain fluid column. It was confirmed that the tip of the sgc was not against the atrial wall. The sgc was removed and re-prepped with no issue noted. The sgc was then re-advanced into the la, but the fluid column was lost again. Aspiration was performed and the sgc was removed and replaced. Two clips were implanted, reducing the mr to 1. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no other incidents reported from this lot. All available information was investigated and a definitive cause for the reported in leak (loss of fluid column) in this incident could not be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.